Event description:
Pump manufacturer report number: 2916596-2021-06254.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number: (B)(4)) was returned for evaluation following the reported events of low speed advisory/hazard and low flow hazard alarms and pump stops; the reported events are addressed via the pump investigation (MFR # 2916596-2021-06254). The submitted log files and the log file downloaded from the returned system controller contained approximately 12 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured low flow hazard and low speed advisory/hazard alarms and pump stops on (B)(6) 2021 from 19:29:29 and 23:15:42, (B)(6) 2021 from 10:25:00 to 12:59:22 and on (B)(6) 2021 from 9:14:56 to 9:15:13; these events were accompanied with drops of pump speed below the low speed limit. Aside from the speed drops captured in the log files, the pump maintained a speed above the low speed limit throughout the log file. The system controller was connected to a test power module, system monitor and successfully operated in a mock circulatory loop without any issues or atypical alarms produced. The root cause of the reported event could not be correlated to an issue with the controller. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2018. Heartmate ii patient handbook (rev. C) entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault, driveline fault, pump stops. Low speed advisory/hazard and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) entitled "how your heart pump works", includes the subsection entitled ¿the system controller user interface¿. This describes that the user interface on the system controller uses sounds, lights, symbols, and on-screen messages to tell you how the system is working. This also describes that on-screen messages also tell you how to handle alarms and other situations. Heartmate ii patient handbook (rev. C) entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller and the system controller power cables. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the product investigation for heartmate ii pocket controller, it was noted that there was a broken strain relief on the connector of the black power cable. Also noted was a green fluid substance consistent with fluid ingress, which was found to be covering the protective layers of the black power cable and white power cable, and along the insulation of the black power cable and the white power cable inner wires.